Event description:
Customer reported a past high blood glucose event with an unknown cause, noting that the highest level was displayed as "high," although a specific value was not available. The customer addressed the issue by changing the infusion set and cartridge, and after contacting technical support, they were advised to consult their healthcare provider for further guidance.